Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device was not working, the equipment was locked due to some parts (rotor, gear, bearings, sealing rings and case) that were damaged by faults in the cleaning and lubrication processes, thus causing oxidation of the parts. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor had seized, moved heavily and was jammed. It was further determined that the device failed pretest for check starting behavior, check for excessive noise, check for untrue running, check triggers for fwd / rev mode, check for air leak, check reverse locking mechanism and general condition. It was noted in the service order that the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.